Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that the urine leakage occurred in an outpatient ward and regurgitation from an inflation valve. It was stated that several cases of urine leakage had been occurred for the same 9000 series product and this was the first information they received . Per follow-up information received via ibc on 24mar2022, stated that there was no impact to the patient and there was no medical intervention required. Per follow-up information received via ibc on 01apr2022, the details of those several cases of urine leakage had been occurring for the same 9000 series product were unknown.

Event description:
It was reported that the urine leakage occurred in an outpatient ward and regurgitation from an inflation valve. It was stated that several cases of urine leakage had been occurred for the same 9000 series product and this was the first information they received . Per follow-up information received via ibc on 24mar2022, stated that there was no impact to the patient. Per follow-up information received via ibc on 01apr2022, the details of those several cases of urine leakage had been occurring for the same 9000 series product were unknown. Per mail received from ibc on 09may2022, stated that this complaint has been clarified to be against water leakage from the inflation valve, not against urine leak and regurgitation from the inflation valve means water leakage from the inflation valve. Also, several cases of water leakage has been occurring for the same 9000 series product.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.